Manufacturer narrative:
(B)(4). Batch # 20a14. Per photographic evaluation: this is an analysis of a photo submitted to for evaluation. During the visual analysis, the following was observed: the photo shows a black reload aside view with batch # 420a14. The reload deck does not show drivers up and the swing tab cannot be assessed. Based on the photo the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the right gripping surface damaged making the reload nonfunctional and with the proximal 21 drivers up. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.